Event description:
It was reported that cracked tubes occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "material no: unknown batch no: unknown. It was reported the tubes were cracked. We inherited a legacy collection of frozen blood samples in acd or edta vacutainers. They look like a mix of plastic and glass. Some of them are already cracked or will crack when we thaw them. I am thinking of transferring the blood to new containers when we do that, but I don¿t honestly know the best practice for that. I can¿t seem to find specific cryogenic vacutainers, but maybe I¿m not typing in the correct keywords. Can I just transfer them to normal cryogenic tubes, since they have already been mixed with acd/edta?"

Manufacturer narrative:
Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Technical service provided support to the customer regarding the defect. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cracked tubes occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "material no: unknown, batch no: unknown. It was reported the tubes were cracked. We inherited a legacy collection of frozen blood samples in acd or edta vacutainers. They look like a mix of plastic and glass. Some of them are already cracked or will crack when we thaw them. I am thinking of transferring the blood to new containers when we do that, but I don¿t honestly know the best practice for that. I can¿t seem to find specific cryogenic vacutainers, but maybe I¿m not typing in the correct keywords. Can I just transfer them to normal cryogenic tubes, since they have already been mixed with acd/edta?"